Manufacturer narrative:
This event was found outside of clinical use, and no longer meets reporting requirements as this would not lead to death or serious injury. The customer problem was confirmed. The touchscreen was replaced. The unit was tested and returned to service.

Event description:
The customer reported the unit failed touchscreen calibration. The unit was not in use, and there was no patient or user harm reported.